Event description:
During an atrial fibrillation procedure, it was reported that the electrodes of the lasso nav duo loop eco catheter were damaged during the process of insertion using the insertion tool. The procedure was completed by exchanging the catheter and without using the insertion tool. There were no patient consequences. Per the current information, bwi determined to report this event.

Manufacturer narrative:
(B)(4).